Event description:
An hour after the procedure, the patient had disturbed consciousness and right side paralysis. The patient was diagnosed with cerebral bleeding caused by hyperfusion. Anticoagulation therapy was stopped and a hypotensive drug was given to the patient. However, a cerebral hematoma developed. Eventually the hematoma was removed by a craniotomy procedure and the patient was monitored under cerebral decompression. Twelve days after the index procedure the patient died. According to the physician the patient had risk of hyperfusion as some stenosis of the lesion and cerebral vessel did not receive enough blood flow. The patient was admitted for a procedure in 2009 with a lesion in the left internal carotid artery. The lesion was mildly tortuous and had some stenosis. An angioguard was placed and a precise stent was successfully implanted.

Manufacturer narrative:
The complaint received states that after an interventional procedure, the patient developed cerebral hyperfusion with symptoms of cerebral hemorrhage and subsequently died. There is no patient demographic information available. The patient did have a history of neovascular glaucoma. The target lesion was left internal carotid artery described as mildly tortuous with several stenosis. An angioguard xp was inserted, tracked, deployed and retrieved without report of difficulties. One precise stent was implanted without report of difficulties. One hour after the cas procedure, the patient had symptoms of disturbed consciousness and right side paralysis. This was diagnosed as diagnosed cerebral bleeding caused by hyperfusion. The anticoagulation therapy was stopped and a hypotensive drug was given, however, a cerebral hematoma developed. Eventually, the hematoma was removed by craniotomy procedure and the patient was monitored after the cerebral decompression. Twelve days after the cas procedure, the patient died. According to the physician, the patient was at high risk of hyperfusion, as the lesion had several stenoses and the cerebral vessels had not received enough blood flow. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13453066 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Zero units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Nonconformance record was generated for bioburden tests, since the results were favorable, the lot was liberated and the pths was closed. This nonconformance bares no relation to the complaint record. Hyperfusion syndrome is a known potential adverse event associated with carotid stent implantation. Numerous reports have documented the risk of hyperfusion syndrome after carotid endarterectomy, carotid angioplasty and intracranial angioplasty. The estimates of the incidence of hyperfusion syndrome after carotid revascularization range up to 3%. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though, there have been cases observed immediately after surgery, as well as cases developed as late as 3 weeks after revascularization. Evidence from observational studies, in lack of randomized trials, suggests that a number of factors-all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of an ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. Review of the information suggests that patient and vessel characteristics may have contributed to the reported event.